Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh were implanted into the patient. It was reported that following insertion, the patient experienced pain in the vagina, hip and back, erosion of mesh into vaginal walls, urinary tract infections, cramping, painful bowel movements, bleeding, dyspareunia and patient stated that ¿ it feels like a needle is poking me¿. It was reported that the patient underwent an attempted removal of exposed/eroded mesh due to extreme pain, bleeding and infections on (B)(6) 2012 but it was too painful and couldn¿t be completed at the time. No additional information was provided. (B)(4).